Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g, e, f codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a new bottle of propofol (with new tubing) was hung @ 0320. The rn noticed that at 0449, that bottle was almost dry despite pump being set to run at 20 mcg/kg/min or ¿21 mls¿. The charge rn was notified and inquired about the regarding issue. A new bottle was hung at 0450 and the channel switched to a different one, the md notified of incidence. There was patient involvement but no harm. Hospital biomed performed their own testing of the device and the following are their findings: assessment: after the initial incident investigation, attached IV pump to pcu. Set infusion rate at 21ml/hr with a vtbi of 80. Did infusion for 30 minutes. At the end of 30 min, pump infused 10.45ml. With the information given I was unable to duplicate the event. In the work order there were no exact volume given. There was no reference point besides the event logs. IV pump was attached to pcu and set for infusion of 21ml/hr; vtbi 80. Started timer at 8:12am and let run for 4 hours. After one hour pump had infused 21.11ml. The infusion stopped at 3hours and 52min with a volume of 79.02ml. That is a difference of .98ml or 1.23%. Contacted the nurse who entered midas #(B)(4) stating more information was needed to complete report. The report that was included with the IV pump states there was new tubing used, but was not included with the device. The amount of medication that was used was not stated. The only refrence point that was given was found in the event logs of the device. (B)(6) 2023 3:22:12am rate 21.048; vbti 80 (B)(6) 2023 4:49:53am rate 21.048; vbti 80 at the request of the director of (B)(6), the pump was disassembled to assess for cracks or other anomalies with the pumping assembly. No cracks were noted, however there was minor corrosion found on the edges of the case assembly. This corrosion will not contribute to any operational issues with the pump. No physical damage was found during the investigation of this midas, examined both internal and external condition of the device and could not identify anything that would contribute to the midas event assessment information was provided from aims wo (B)(4). Conclusion: tubing and IV bag was not provided for jill during the investigation of this midas. Medication was not mentioned in the work order or event logs. Using the vtbi of 80 with a rate of 21ml/hr found from the event logs was unable to duplicate any errors after running two test infusions with a run time of 30 minutes for the first one and 4 hours for the second one. Both tests show the device was operating within spec of 3.4% under manufacturer guideline. No physical damage was noted on the pump which would contribute to the issues reported.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a new bottle of propofol (with new tubing) was hung @ 0320. The rn noticed that at 0449, that bottle was almost dry despite pump being set to run at 20 mcg/kg/min or ¿21 mls¿. The charge rn was notified and inquired about the regarding issue. A new bottle was hung at 0450 and the channel switched to a different one, the md notified of incidence. There was patient involvement, but harm is unknown. Hospital biomed performed their own testing of the device and the following are their findings: assessment: after the initial incident investigation, attached IV pump to pcu. Set infusion rate at 21ml/hr with a vtbi of 80. Did infusion for 30 minutes. At the end of 30 min, pump infused 10.45ml. With the information given I was unable to duplicate the event. In the work order there were no exact volume given. There was no reference point besides the event logs. IV pump was attached to pcu and set for infusion of 21ml/hr; vtbi 80. Started timer at 8:12am and let run for 4 hours. After one hour pump had infused 21.11ml. The infusion stopped at 3hours and 52min with a volume of 79.02ml. That is a difference of .98ml or 1.23%. Contacted the nurse who entered midas #23-12841 stating more information was needed to complete report. The report that was included with the IV pump states there was new tubing used, but was not included with the device. The amount of medication that was used was not stated. The only refrence point that was given was found in the event logs of the device. (B)(6) 2023 3:22:12am rate 21.048. Vbti 80 (B)(6) 2023 4:49:53am rate 21.048. Vbti 80. At the request of the director of pointcore htm, the pump was disassembled to assess for cracks or other anomalies with the pumping assembly. No cracks were noted, however there was minor corrosion found on the edges of the case assembly. This corrosion will not contribute to any operational issues with the pump. No physical damage was found during the investigation of this midas, examined both internal and external condition of the device and could not identify anything that would contribute to the midas event. Assessment information was provided from aims wo 2143078. Conclusion: tubing and IV bag was not provided for jill during the investigation of this midas. Medication was not mentioned in the work order or event logs. Using the vtbi of 80 with a rate of 21ml/hr found from the event logs was unable to duplicate any errors after running two test infusions with a run time of 30 minutes for the first one and 4 hours for the second one. Both tests show the device was operating within spec of 3.4% under manufacturer guideline. No physical damage was noted on the pump which would contribute to the issues reported.